Event description:
It was reported that the patient underwent vns generator replacement due to an intensified follow-up indicator, or ifi, = yes condition. Upon connecting the new generator, a low output current status was observed. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. Follow up with the company representative revealed that lead pin insertion troubleshooting was performed as the surgeon removed the lead pin, cleaned it, and reseated the lead in the newly implant generator. This did not resolve the low output current. It was stated that system diagnostics were performed prior to the removal of the old generator and the results were within normal limits. No additional relevant information has been received to date.

Event description:
The company representative's vns tablet data was reviewed by the manufacturer. It was noted that through the entire visit, only interrogation and programming events were recorded. The lead impedance was recorded as 992 o for all of the data received. However, the 992 o value was recorded in manufacturing. The vns was programmed on to 1.50 ma normal mode. The vns was interrogated one hour later and the low output status would have been observed as, per the ipg memory dump, only 0.125 ma would have been delivered. The vns was interrogated a few minutes later with a similar result. Interrogation approximately four minutes following that resulted in normal output current being delivered. It was noted that following that, there were changes to seizure detection/autostim output before final interrogations, which again should have shown normal output current being delivered. As there were no diagnostics performed and the stored lead impedance value was from manufacturing, it was unknown when the lead was connected. It is believed that the initial interrogations showing low output current were the result of the lead not being connected to the generator or another issue, such as incomplete lead pin insertion. There were no signs of any issues following the observation of normal output current.